Event description:
It was reported the patient had a distal radius procedure with aculoc 2 plate on (B)(6)2021. A routine removal of the plate and screws was performed on (B)(6) 2022. At the time of the procedure on (B)(6) 2022, a metal fragment that appeared to be a broken piece of a screwdriver was found in the patient's body.

Manufacturer narrative:
The investigation is currently pending and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number was unknown. A metal fragment was returned for evaluation. The reported event suggested this fragment was from a part number 80-0728 1.5mm hex driver tip, locking groove device. The evaluation performed was for the returned fragment. The returned fragment was examined with magnification, and the fragment appeared to have mild surface oxidation and/or brown staining near the edges closest to the fracture. Oxidation was most notable on the fracture plane. The edges of the hex drive feature seemed dulled as compared to engineering lab counterparts. The form of this fragment was hexagonal. This roughly aligned with what the hex drive portion of an 80-0728 driver would resemble. This fragment had broken off of a larger whole. The fracture plane appeared oblique with light texturing and no notable ductility, and the fragment measured at 0.0850 inches. This fragment included little to no identifying information other than its size and hexagonal form. The fragment was visually compared to a part number 80-0728 driver from the engineering lab acu-loc 2 kit. The fragment and whole driver were roughly comparable. As such, it is possible that the fragment came from a 1.5mm driver. The flat, textured fracture plane suggested a brittle failure mode which potentially indicates failure from an overloading or overtorquing event. However, no definitive conclusion on the observed phenomena can be made.